Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the insulin pump alarmed no delivery and the alarm cannot be cleared. The customer's blood glucose reading was over 600 mg/dl at the time of incident and treated with injections. Troubleshooting was declined by customer. No further details given.